Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterolateral spinal fusion. Intra-op, tip of the driver broke. No fragments remained inside the patient's body. No patient complications were reported.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Product analysis: visually the corners of the torx on the tip of the screwdriver are rounded. This is consistent with repeated normal use. The threads up the tip have been damaged. A functional test reveals that the lock button on the screwdriver is not functioning properly. It feels like the spring is not in place in the assembly. Torsional force can cause the spring to become dislodged. Due to the faulty lock, the center shaft no longer locks properly rendering the screwdriver non-functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.